Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (lead 1-) wire in the cable connecting the distribution node (dn) to ECG "c". The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
During servicing of an electrode belt which was returned for evaluation into a non-reportable patient death, a reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing. There is no indication that the monitor malfunction caused or contributed to the patient's passing as the patient was not wearing the lifevest at the time of passing.